Event description:
It was reported that device entrapment occurred. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. After imaging was completed, an attempt was made to remove the catheter. The device would not come out over the wire so the wire and catheter were removed together. The needed information was already obtained so the procedure was complete. There were no patient complications.

Event description:
It was reported that device entrapment occurred. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. After imaging was completed, an attempt was made to remove the catheter. The device would not come out over the wire so the wire and catheter were removed together. The needed information was already obtained so the procedure was complete. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The unit returned has a wire stuck to the imaging window. The sheath and imaging window were kinked. The guidewire exit port was found damaged (deformed/lifted). Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage. No other issues or defects were observed during product analysis of the returned device.